Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they pump error e22. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device received alarm new software release detected followed by an incorrect pump model number in flash alarm due to fracture solder joints on mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to new software release detected and incorrect pump model number in flash alarm.